Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown. This phenomenon is presumed to have resulted in damage because external force was applied to the ultrasonic transducer surface of the subject device due to handling.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the unspecified timing, the ultrasonic transducer of the subject device was damaged. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the ultrasonic transducer surface of the subject device partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.